Event description:
A customer was performing corrective troubleshooting operations on the dimension(r) analyzer. The instrument sample probe had pierced and was stuck through a sample cup causing a jam. While removing the sample cup from the probe, the customer punctured their finger with the sample probe. No stitches were required but the operator underwent biohazard exposure workup including treatment with an prophylactic infectious disease medication. There was no report of adverse health consequences beyond the prophylactic measures as a result of the injury.

Manufacturer narrative:
The cause of the injury was operator inattention while performing a troubleshooting operation. The instrument is performing within specifications. No further evaluation of the device is required.